Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Forty-five (45) unopened samples and one opened used set were returned for evaluation. In addition, one photo was provided by the facility. The one (1) opened sample and twenty (20) random unopened samples were tested for leakage and 2 of 21 failed. Examination of the distal connectors exhibited excess solvent on the luers of the adapters. All remainder samples were found acceptable. The attached photo was evaluated and it did not confirm leakage or any other defect. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that they have been having issues with the product leaking where the distal male luer connects to the tubing. The leaking causes blood to back up into the tubing, and customer reports that they had a "bloody mess". No injury reported.